Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that when they received their new large volume pump modules, upon check-in, they were more accurate than when they do their pms. At check-in they run at 999ml/hr with an accuracy of +/- 5%, and during pms they run it at 500 ml/hr at 3.4%. There were general differences in pms vs check-in with multiple pumps. Also noted with a specific drug (tacrolimus) at parnassus campus, unknown patient's blood labs were lower than expected after drug administration, which makes them think it is a flow rate issue but is unsure. The customer later added that they had three large volume pump modules experiencing the issue. Also, that, "all devices were found to be infusing less than 11.5 ml during the infusion rate test of the pm, using a calibrated 12ml rate set from bd. We chose not to attempt to calibrate these devices, due to the concern of the pumps being so far out of calibration soon after installation, and request investigation of the issue." There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Omit : e2401 - insufficient information, f24 - insufficient information, b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: describe event or problem. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex e, f, a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue with general differences in pms vs check-in can be attributed to designed in guard banded specifications used during alaris system maintenance (asm) checks. Rate accuracy verification within the asm preventive maintenance task requires the use a specific controlled IV set (8100-rcs) that is built with no check valves or smartsite¿s to minimize potential air bubbles, with a specification of +/-3.4%. This method is designed to ensure that when the pump module is used in a clinical environment the system meets the stated +/-5% (1 ml/h to 999 ml/h) tolerance with the use of any IV set. Rate accuracy tasks results indicate the devices were operating out specification. Rate calibration tasks were performed on the pump modules. The calibrations completed with no errors or malfunctions. The bd alaris¿ system maintenance model 8975, v12.3.0 software user manual states that all tests use a standard set except for the rate accuracy verification (task: preventive maintenance) and the rate accuracy calibration. These tests require the use of the model 8100-rcs rate calibration set. The only differences in the check-in task group and preventive maintenance task group are: in the rate accuracy test for the pump module, you do not have to use a characterize set (8100rcs) and the pump is tested to +/- 5%. Co2 sensor calibration test for the etco2 module has been removed. For check-in task required to check any module received into the facility from bd as new devices or from the bd service depot after repair. Run check-in on a newly received module to confirm that it was not damaged during transport and is ready to use. The system maintenance software guides you through check-in. The final task in the check-in task group allows you to set a preventive maintenance (pm) reminder date to remind the user when preventive maintenance is due. For preventive maintenance task required to perform regular maintenance on a module. Run preventive maintenance tests a minimum of once a year to confirm that modules are performing correctly. The system maintenance software guides you through preventive maintenance tests. The final task in the preventive maintenance task group allows you to set a pm reminder date to remind the user when preventive maintenance is due. For calibration tasks required to calibrate connected modules when they fail the verification test. The calibration task group applies to etco2 module, syringe module, pca module, and pump module. Review of the pump modules s/n (B)(6), s/n (B)(6) and s/n (B)(6) error logs showed no errors were recorded related to the reported event. There was no patient involvement. Note to repair center: device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the probable cause of the reported issue with general differences in pms vs check-in is being attributed to normal variances associated with guard banded tolerances required in the associated alaris system maintenance tasks. Rate accuracy verification within the asm preventive maintenance task uses a specific controlled IV set (8100-rcs) that is built with no check valves or smartsite¿s to minimize potential air bubbles, with a specification of +/-3.4%. This method is designed to ensure that when the pump module is used in a clinical environment the system meets the stated +/-5% (1 ml/h to 999 ml/h) tolerance with the use of any IV set. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that when they received their new large volume pump modules, upon check-in, they were more accurate than when they do their pms. At check-in they run at 999ml/hr with an accuracy of +/- 5%, and during pms they run it at 500 ml/hr at 3.4%. There were general differences in pms vs check-in with multiple pumps. Also noted with a specific drug (tacrolimus) at parnassus campus, unknown patient's blood labs were lower than expected after drug administration, which makes them think it is a flow rate issue, but is unsure. The customer later added that they had three large volume pump modules experiencing the issue. Also that, "all devices were found to be infusing less than 11.5 ml during the infusion rate test of the pm, using a calibrated 12ml rate set from bd. We chose not to attempt to calibrate these devices, due to the concern of the pumps being so far out of calibration soon after installation, and request investigation of the issue." There was no patient involvement.

Manufacturer narrative:
Correction: manufacturing location. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that when they received their new large volume pump modules, upon check-in, they were more accurate than when they do their pms. At check-in they run at 999ml/hr with an accuracy of +/- 5%, and during pms they run it at 500 ml/hr at 3.4%. There were general differences in pms vs check-in with multiple pumps. Also noted with a specific drug (tacrolimus) at parnassus campus, unknown patient's blood labs were lower than expected after drug administration, which makes them think it is a flow rate issue, but is unsure. The customer later added that they had three large volume pump modules experiencing the issue. Also that, "all devices were found to be infusing less than 11.5 ml during the infusion rate test of the pm, using a calibrated 12ml rate set from bd. We chose not to attempt to calibrate these devices, due to the concern of the pumps being so far out of calibration soon after installation, and request investigation of the issue." There was no patient involvement.